Event description:
A malfunction on a pump was reported by the caller, but no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, malfunction code did not recur thereafter. The customer was advised to continue using the pump.